Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and set aspirex was returned for evaluation, and a physical investigation was performed. During physical investigation it was not possible to start the catheter dues to big quantity of coagulated material all over the catheter helix. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent thrombectomy & atherectomy procedure using aspirex device. During a recanalization procedure, it was reported that the device allegedly got overheated after short aspiration. It was further reported that the catheter was removed, flushed and reinserted again and the guidewire got stuck on the catheter. The procedure was completed using another device. There was no reported patient injury.